Event description:
We were using atricure cryo ice and everything was plugged in correctly. Machine would not go below -20 degrees. We checked machine and everything was plugged in and turned on correctly. Manufacturer response for atricure cryo ice, atricure cryo ice (per site reporter): we called vendor who stated to turn off machine. Machine was turned off and turned back on, still would not freeze to correct temperature. We got a new machine and again would not freeze to correct temperature. We got a new hand piece and immediately that handpiece worked correctly.